Event description:
While a fitting a (B)(6) male patient, a patient service representative contacted zoll customer support to report that the monitor's response buttons were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, rear response button was unplugged. The cause was the rear response button connector, j1005, was not properly holding the response button in placed. This caused the response button to be unresponsive. The root cause for the insecure j1005 connector was unable to be positively determined. No adverse event resulted from the unplugged response button. The patient was issued a replacement monitor.